Event description:
It was reported that this clinic received a remote alert from this system indicating loss of right atrial (ra) capture and increased ra lead threshold measurements. There was no asystole noted. The patient was subsequently seen in-clinic where loss of capture from this ra lead was confirmed. The following day, the physician attempted to surgically reposition the ra lead, but the high threshold measurements remained. Because this ra lead helix had already been excessively extended and retracted, the physician elected to surgically explant this lead. A new ra lead was implanted to resolve the event and no additional adverse patient effects were reported. The ra lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. However, a stylet insertion test failed and imaging showed a necked-down inner coil near the terminal pin. This damage is indicative of helix extension/retraction difficulty. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any additional abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this clinic received a remote alert from this system indicating loss of right atrial (ra) capture and increased ra lead threshold measurements. There was no asystole noted. The patient was subsequently seen in-clinic where loss of capture from this ra lead was confirmed. The following day, the physician attempted to surgically reposition the ra lead, but the high threshold measurements remained. Because this ra lead helix had already been excessively extended and retracted, the physician elected to surgically explant this lead. A new ra lead was implanted to resolve the event and no additional adverse patient effects were reported. The ra lead was received for analysis.